Event description:
It was reported the customer was hospitalized for low blood glucose of 33 mg/dl. However, the customer's sensor reading was 126 mg/dl and customer was complaining about great differences in sensor readings versus blood glucose. Customer stated during the low blood glucose event, he had an accident without being hurt. The customer stated he was reliant on sensor glucose values. The customer stated he was unable to do troubleshooting at the time of the report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.